Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system collimator did not work properly and still covered half of the field of view. The image was unusable and the use of the system was terminated. There is no report of injury or death associated with the event described in this complaint.